Event description:
Upon attempted removal of 2.0 french double lumen peripherally inserted central catheter (PICC) line in interventional radiology, the PICC line broke and was retained in the patient. No harm to the patient.